Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the line interface 2 printed circuit board (pcb) and the universal serial bus (usb) flash drive. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
A line interface to printed circuit board (pcb) and a flash drive were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.